Event description:
It was reported that a perforation was observed. Decreased sensing was noted. The lead was capped and replaced. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.